Event description:
The following device clinic noted noise episodes stored on the rv lead. The physician elected to explant and replace the rv lead when it was time for a generator change. There was no determined cause for the rv noise and no adverse patient effects noted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.